Event description:
A trellis system was being used to open an occluded vessel. At the time of the procedure the system was found to have a defective balloon. An alternate system was used and therefore this did not harm the patient.what was the original intended procedure?attempting to open an occluded vessel.device #1is this a laboratory device or laboratory test?no.